Event description:
On 18-may-2025, a spontaneous report was received via email regarding a female consumer of unspecified age who used an unspecified the honey pot pad. An additional email on behalf of this consumer was received on (B)(6) 2025. Both contacts will be treated as an initial report. On an unspecified date, the consumer began using the honey pot unspecified pad at an unknown frequency. No lot number or expiration date was provided. On an unspecified date after using the product, she developed chemical burns causing vaginal erosion and an invasive yeast infection requiring hospitalization. As of (B)(6) 2025, she remained hospitalized. No further clinical details were provided. At the time of reporting, no further information was available. Additional attempts to reach the consumer via email on (B)(6) 2025 to ascertain additonal case details were unsuccessful.

Manufacturer narrative:
For this investigation, no specific menstrual pad product nor lot code was reported by the consumer. Therefore, a documentation review was performed on the honey pot company's top-selling menstrual pad product. This review was performed on the honey pot company's organic top sheet herbal regular pads. Qc inspection records of (B)(4) lots manufactured in 2025 of the organic top sheet herbal regular pads were reviewed and it was confirmed that all in-process checks were performed, and the results of those checks were in compliance with the specification.